Event description:
It was reported that the user experienced both high and low blood glucose while using the ilet system, including nocturnal lows that prompted alarms and self-treatment behaviors that led to overcorrection, with a recorded high of 255 mg/dl lasting approximately five hours and a recorded low of 56 mg/dl lasting approximately forty minutes; education on avoiding overcorrections and appropriate correction strategies was provided. Symptoms included feeling sick during both hyperglycemia and hypoglycemia. Outcomes included no need for external assistance, no professional medical intervention, no ketone testing, and no backup therapy usage. Investigation included a customer interview and troubleshooting with user education. Investigation of this case revealed no device malfunction and suggests user-related factors in responding to alarms and treating lows and highs. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.